Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with concurrent transvaginal hysterectomy and bilateral salpingo-oophorectomy due to pelvic organ prolapse. The patient had an additional product avaulta implanted on (B)(6) 2009 due to pelvic organ prolapse and cystocele. Due to mesh erosion, patient underwent revision/removal on (B)(6) 2010. On (B)(6) 2011 the patient underwent enterocele repair and sacrospinous fixation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems. On (B)(6) 2010, the patient underwent rectocele and partial mesh removal. (B)(4).

Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.